Event description:
Two mentor h/s tissue expanders were installed in 1997. Within 24 hrs unbearable pain was present on the left side at the bottom right corner of the expander. A more bearable amount of pain was on the right side. Attempts to fill the expanders failed on both sides as the dr tried to solve the problem by getting expansion to begin "in their words".